Manufacturer narrative:
As reported, upon insertion of the 6f radial sheath (10cm sw radial), the hydrophilic coating appeared clumped at the proximal end of the sheath. There was no reported patient injury. Initially, the 6f radial sheath was used for a differential diagnosis (dx) cath procedure. The device was noted clumping. The device damaged was noted during use, prior to the differential diagnosis (dx) case began. The device was stored and handled per the instructions for use (IFU). The integrity of the sterile pouch was not compromised. There were no anomalies noted to the device when it was taken out of the packaging. The device was used in-patient. The device was not returned for analysis. One sealed tray package of a 6f 10cm sw radial sheath labeled as catalog 506610s; lot number 17835775, was received for analysis inside a plastic bag. Per visual analysis of the unit received, no anomalies were observed neither on the device components nor on the sealed tray package of the unit. The sterile sealed tray package was opened, and the radial sheath was inspected under the fal vision system. Upon inspection, no anomalies were observed. Additionally, an image was received of the complaint product. Per visual analysis of the mentioned picture, a jelly seemingly substance, supposedly hydrophilic coating; appeared indeed clumped at the proximal end of the sheath as reported. A product history record (phr) review of lot 17835775 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿coating delaminated¿ was confirmed through analysis of the picture received since the jelly-like substance could be hydrophilic coating. However, without return of the device, the composition of the substance and the cause of the issue experienced could not be conclusively determined. However, the event of the ¿coating delaminated¿ was not confirmed through analysis of the returned sterile device since no anomalies were noted. Based on the information available for review and the picture analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural and handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to use, confirm that the sheath size is appropriate for the access vessel to be used. If resistance is felt upon insertion or withdrawal, investigate the cause before continuing. Do not pinch the plastic cannula and/or the side tube with forceps. It may cause scratches on it. Attention should be paid not to damage the plastic cannula with forceps or sharp edged tools. Do not scratch the sheath with needle point, cutting tool, or other edged tools.¿ neither the phr review, nor the analysis of the sterile product and picture suggest that the reported event is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. The device used in the procedure was not available for analysis; however, a device from same lot number were returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17835775) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon insertion of the 6f radial sheath (10cm sw radial), the hydrophilic coating appeared clumped at the proximal end of the sheath. There was no reported patient injury. Initially, the 6f radial sheath was used for a differential diagnosis (dx) cath procedure. The device was noted clumping. The device damaged was noted during use, prior to the differential diagnosis (dx) case began. The device was stored and handled per the instructions for use (IFU). The integrity of the sterile pouch was not compromised. There were no anomalies noted to the device when it was taken out of the packaging. The device was used in-patient. The device will not be returned for evaluation.